Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated their blood glucose was between 300 mg/dl and 400 mg/dl for the past two weeks. The customer stated the issue began around (B)(6) 2015. Customer reported their blood glucose was 366 mg/dl at the time of the call. Customer treated with 10 units of insulin by syringe. The customer was advised to change out their complete set. Customer also reported a no delivery alarm, but declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.